Manufacturer narrative:
Continuation of d10: product ID: tm90t0; serial#: (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-nov-2023, UDI#: (B)(4). H3. Analysis of the communicator found that it failed due to a broken charging port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that last night they attempted to charge their communicator and they "must have done something" because the charging port is now "broken." The patient cannot get the charger into the communicator. An email was sent to the repair department for a replacement device. Charging port is broken; unable to charge. No patient injury reported.